Manufacturer narrative:
On july 12th, 2020 mentor became aware that unintentionally selected g3. Report source health professional. The correct selection is g3. Report source consumer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade I-ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor memorygel sm mod classic gel, 360cc silicone breast implants which the patient experiencing bilateral capsular contracture baker grade I-ii on the left side and ii on the right side after implantation. The issue was confirmed by the physician. As a result patient scheduled for bilateral removal and replacements on (B)(6) 2020. This report is for the left side.